Manufacturer narrative:
Additional information was received that the failure in this case was due to another manufacturer's product. Therefore, the initial MDR was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit failed the leak test and the leak rate was unknown. There was no reported patient involvement.